Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
Device not made by company.